Event description:
The pt completed a pt survey and indicated he experienced a granuloma of the catheter to the spine. Additional information concerning event resolution and pt outcome will be provided when rec'd.